Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient.it was reported that the problem was the stimulator would not charged past 60%.it would not charge at all.I have to charge every morning and almost every night it is completely empty in the morning and at 40 to 60% at nightbefore I go to bed so I charge it at night also is the cause. Replacement device resolved the issue.

Event description:
It was reported that for about the last 3 days, they had been having trouble with charging their stimulator. Patient said the implant wouldn't charge past 60%, and now the controller was frozen on a screen that , said to call medtronic with the following details: 1-intellis, 2-3.6, 3-58, 4-qf_new. Patient also said while charging they'd check the progress and see stimulation is off on the screen, which would happen quite frequently. Agent asked, patient confirmed the implant battery would be very low or empty when they go to charge again, agent reviewed stimulation automatically turns off when battery is low and patient would have to manually turn back on after charging up again. Patient indicated they were not aware of that previously but would do that going forward. Patient reset controller to clear software problem and inspected controller port and said one of the first pins didn't look the same as the others. The issue was not resolved. A request was sent to the repair department to replace the controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.